Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing noted on the right atrial (ra) lead on the presenting electrograms (egm). It was noted atrial arrhythmia was in progress. The lead remains in use. No patient complications have been reported as a result of this event.